Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd tube had sample leakage. The following information was provided by the initial reporter: "when using the tube, it found that the tube was damage, and blood leakage."

Event description:
It was reported that an unspecified bd tube had sample leakage. The following information was provided by the initial reporter: "weh using the tube, it found that the tube was damage, and blood leakage."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. The complaint could not be confirmed and the root cause is undetermined.